Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that partially retracted. The following information was provided by the initial reporter: needle can not be fully retracted after use.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that partially retracted. The following information was provided by the initial reporter: needle can not be fully retracted after use.

Manufacturer narrative:
The following fields were updated due to additional information: h6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0140544, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle was partially retracted inside of the needle grip. Upon closer inspection, the engineer was able to identify damage to the side of the needle causing an inward dent and preventing the needle from retracting completely. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for inspection the engineer was unable to determine the source of the damage to the needle that was causing the retraction failure.

Manufacturer narrative:
H6: investigation summary; there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that partially retracted. The following information was provided by the initial reporter: needle can not be fully retracted after use.